Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy procedure, the probe inside the connector of the microblator 30 wand was slightly bent and it was unable to connect the wand to the quantum machine. Surgery was completed with a smith and nephew back-up device instead. There was a delay greater than 30 minutes.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The pins in the cable connector are heavily bent from twisting the connector while plugged in. No issues with the tip. Functional evaluation revealed the unit cannot be tested due to its connector pin damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage or impact event to the device inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.